Event description:
After the device was received from annual periodic maintenance inspection, the customer turned the device on and observed nothing on the screen. After a period of time, the device screen was green and would not power off, a possible device lock up issue. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has received the device and anticipates the evaluation. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.